Event description:
The customer reported that the system shut down during boot up, resulting in a loss imaging functionality. System functionality was restored after multiple reboots. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.